Manufacturer narrative:
Additional information was received on march 3, 2026. The device was explanted on (B)(6) 2026. The failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Impella cp placed following best practices. After wire removed and support initiated, automated impella controller noted suction alarms, flows 1.5 l/min on p-9, motor current nonpulsatile despite proper positioning across av. The medical doctor (md) elected to explant device. It was recommended utilizing a new impella cp at this time, md elected to flush impella cannula with saline, followed by aspirating and flushing the impella peel-away sheath repeatedly. Transesophageal echocardiogram performed, negative for left ventricle thrombus. Md re-inserted impella cp, wire removed and support initiated, motor current pulsatile and within normal limits for p-9, flows 3.6 l/min. Later it was reported urinary output - greater than 30 cc/hr & concentrated/amber and the patient was started on dialysis. The patient was escalated to an impella 5.5. While on the impella 5.5 that patient continued to have urinary output that requires dialysis. The patient remains on support. This report is for the impella 5.5 and additonal report will be sent for the impella cp.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary- the device was not returned for evaluation. (Renal failure): the cause of the injury was not determined due to insufficient clinical details. This pump passed all post sterile inspection checks.